Event description:
A ventilator was returned to the manufacturer for foam remediation. There was no allegation of device malfunction. The device was not in patient use. During the final evaluation of the device at the manufacturer's service center, the device failed a test group during testing. The device was not serviced. The customer requested no repairs to the device, and it will return unrepaired.